Manufacturer narrative:
G4: 29jul2019; b4: 01oct2019. The service engineer (se) inspected the device. The se replaced the touchscreen to address the reported issue, and the ventilator was returned to use. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Date of event: (B)(6) 2019. Date of report: 03jul2019. A follow up report will be submitted once the evaluation is complete. (B)(4).

Event description:
The customer reported touchscreen failure. The device was in clinical use at the time the issue was discovered. There was no patient or user harm reported.